Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The device had minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip, and cracked lcd window.(B)(4)

Event description:
Customer reported via phone call, the customer was attempting to give a bolus and her number kept scrolling, than starts over. She then disconnected the device and saw the insulin was delivering. Customer's blood glucose was 120 mg/dl. She also removed the battery and put it back in and the button error alarm occurred. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.